Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR product was received on 4/9/2026. It was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2026-122112 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.